Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the guide wire lumen showed that there was a break in the lumen at the rapid exchange port. A .014 diameter guidewire was inserted into the device the wire transcended up past the rapid exchange exit port and continued up into the catheter body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Report able based on analysis completed on 19aug2015. It was reported that during preparation for a thrombectomy procedure, the catheter was unable advance over the unspecified guidewire. This spiroflex angiojet catheter was select for preparation of an acute coronary thrombosis procedure. The unspecified guidewire was unable to pass through the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed break in the lumen.